Event description:
It was reported that balloon rupture occurred. The vascular access was obtained via the right femoral artery through integrand approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery. A 4.5fr x 55cm non bsc sheath was placed in the popliteal artery. After the 0.014 x 175 non bsc guide wire crossed the target lesion, 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was not completed due to this event. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with a coyote es shelf box. The batch number on the returned packaging and device matched the reported batch number. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The distal tip was damaged. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall on the distal edge of the markerband was revealed. There was balloon material lifted around the pinhole and a scratch to the left of the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the pinhole. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The vascular access was obtained via the right femoral artery through integrand approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery. A 4.5fr x 55cm non bsc sheath was placed in the popliteal artery. After the 0.014 x 175 non bsc guide wire crossed the target lesion, 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was not completed due to this event. No patient complications were reported and the patient's status was good.